Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The device was kinked approximately 7.0, 13.0, 50.0, 132.5, 137.0 and 147.5 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the embolization coil. Both sides of the introducer sheath looked to be cut. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the introducer sheath is not aligned properly within the hub of its parent catheter, the embolization coil may take shape within the hub and resistance may be experienced during advancement. Forceful advancement against resistance may result in offset coil winds. The offset coil winds likely contributed to the inability to advance the smart coil during the procedure. Further evaluation of the returned smart coil revealed that the introducer sheath was cut on both sides. This damage was not mentioned in the reported complaint. The introducer sheath was damaged and non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using penumbra smart coils (smart coils). During the procedure, the physician attempted to advance the first smart coil and experienced resistance. Subsequently, the smart coil became stuck in its introducer sheath approximately 30 cm away from the proximal end of the non-penumbra microcatheter. The smart coil was then withdrawn from its introducer sheath and was placed in saline. When the smart coil was advanced again, it was reported that it became stuck in the same area. The smart coil was therefore removed and was no longer used in the procedure. The procedure was completed using two other smart coils. There was no report of an adverse effect to the patient.